Manufacturer narrative:
Date of report: 07dec2018. Date of manufacturer: 06dec2018. The customer was advised by philip's customer support to inspect the main printed circuit board, daughter boards, and connections. The customer reported that a full performance verification had not been run on the unit. Reportedly, the customer would advise philip's customer support if further issues occurred with the unit. Should new information be received, a supplemental report will be filed. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Manufacturer narrative:
Date of report: 10dec2018. Date of manufacturer: 07dec2018. The customer reported that a visual inspection of the internal components had been performed. The customer verified that all cables were secured. The customer performed a successful performance verification test and ran an extended run-in test. No issues were identified and the unit was returned to service.

Manufacturer narrative:
Date of report: 11dec2018. Date of manufacturer: 10dec2018. The patient age was (B)(6). The sex/gender was male. The weight was (B)(6) and the height was (B)(6).

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 30nov2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reports that the unit rebooted. No patient/user harm reported. The event date was not specified; estimate used.